Event description:
On (B)(6) 2010, pt reported experiencing an elevated blood glucose over the past 3 months. Pt stated her readings were around 319-500 mg/dl. Pt reported receiving no errors or alerts at this time. Pt's normal blood glucose range is 80/100 mg/dl. Pt stated the insulin cartridges are always reused approximately 2 add'l times. Pt reported she often uses upwards of 300 units of insulin per day. Had pt disconnect infusion headset and attempt a bolus of 2.0 units of insulin; was successful. Pt stated she wanted to make adjustments to her basal rates. Assisted pt with adjusting basal rate profile. Advised pt to speak with her physician regarding adjustments to her insulin amounts. Pt reported her physician would like for her to temporarily switch to her backup infusion device. Assisted pt with switching to backup infusion device. On fallow up call to pt on (B)(6) 2010, pt stated her blood glucose levels returned to normal immediately after starting on her backup infusion device with the same accessories in use. Pt reported she is now on the 4th day of the backup infusion device and her blood glucose has remained normal during this time. Assisted pt with adjusting bolus increments in the backup infusion device. Product was replaced and requested return of the alleged product for eval.